Event description:
Complainant alleged that during the incoming inspection of the product, the device displayed message code "status 85". The complainant indicated that there was no pt involvement in the reported failure.